Event description:
Meter name: one touch basic enhanced, strip name: one touch teststrips, meter code: 6, strip code: 6, strip storage: unknown, symptoms: shaky, confused, tired. A patient reported they were taken to dr. Their meter allegedly would only prompt blood as control and not ok. The result on their meter was, unable to test. The result on the dr's was "very low". No comparison reported. Treatment was unknown. No further information had been reported.